Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge from 544243 hemolok l clips 3/cart 42/box for investigation. Two loose clips were also returned. The returned cartridge and loose clips were visually examined with and without magnification. Visual examination of the returned cartridge revealed that the cartridge had no clips remaining in it. Visual examination of the loose clips revealed that both clips were returned with the hooks broken off. The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broken" was confirmed based upon the sample received. Two loose clips were returned with the hooks broken off. The cartridge returned did not have any clips remaining in it. The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the doctor found the lock of the clip was broken during loading; involved 2 clips. The patient is fine.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product hemolok l clips 3/cart 42/box, lot# 73d1800428 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the lock of the clip was broken during loading; involved 2 clips. The patient is fine.